Event description:
During the physician's attempt to perform perclose on the patient, the perclose did not deploy correctly. A small piece of tissue thought to be arterial was noted on the device with removal. Heavy bleeding noted to right groin puncture site. A size ten french sheath was inserted with manual compression held until patient was transferred to operating room for repair.